Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer visited to emergency room due to hyperglycemia, diabetic ketoacidosis, pain and vomiting, on (B)(6) 2019 with blood glucose level over 600 mg/dl at the time of the incident and treated by insulin via intravenous at hospital. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging possible insulin pump under delivery. Troubleshooting guide did not completed. The device will not be returned for analysis.